Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Quantity of (2) used at original surgery.

Event description:
Pt was revised due to infection.